Event description:
This pt went back to the or (B) (6) 2009 for retrieval of a retained screw fragment s/p right total knee replacement (B) (6) 2009. The femoral impactor screw broke during use and was identified on the post-operative x-ray.